Manufacturer narrative:
The manufacturing records for the pfp0.8x8, lot # 31090718 were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. A review of the available information was performed. The product was not returned for evaluation. Additional information including patient medical history and surgical notes for the initial surgery or the re-operation are not available for consideration in this complaint evaluation. Details surrounding the patient¿s post-operative recovery are also unknown. The source of the described patch disintegration is unknown. Tissue damage leading to blood leakage through holes and tears is a known adverse event. The photofix manufacturing process includes 100% visual inspection prior to final packaging. The relationship between the reported event and photofix cannot be determined without additional information. Based on the information available at the time of this report, it is not possible to determine a definitive root cause of the observed complications. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to initial reports, the patient had a left carotid endarterectomy on (B)(6) 2018. A pfpo.8x8, lot # 31090718 was used. There were no difficulties and the patient was discharged on (B)(6) 2018. She came back to the emergency department (B)(6) 2019: the surgeon was on call for the weekend and took the patient to surgery emergently at 02:15 on (B)(6) 2019. There was 1200 cc blood loss. There was no sign of infection and the surgeon states that half of the original patch placed on (B)(6) was missing as if it had disintegrated.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to initial reports, the patient had a left carotid endarterectomy on (B)(6) 2018. A pfpo.8x8, lot # 31090718 was used. There were no difficulties and the patient was discharged on (B)(6) 2018. She came back to the emergency department (B)(6) 2019: the surgeon was on call for the weekend and took the patient to surgery emergently at 02:15 on (B)(6) 2019. There was 1200 cc blood loss. The surgeon repaired the artery with a lemaitre xenosure 1x6. There was no sign of infection and the surgeon states that half of the original patch placed on (B)(6) was missing as if it had disintegrated.